Event description:
User facility mandatory medwatch received that stated: "there is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria. A pre-adolescent female with vater syndrome, status post kidney transplant less than 10 years ago, now with post-transplant lymphoproliferative disorder, received two entire units of crossmatch compatible packed red blood cells (prbc) via the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 40ml/hr for the first 15 minutes, then 110 ml/hr up to 140 ml/hr for the remaining time. The blood was not warmed. The patient had a port with a 20 gauge needle and a negative antibody screen. The transfusions were complete at 11:10. The port was flushed with normal saline following the transfusion. Blood was noted in the patient's urine five minutes later. Vital signs remained stable. A transfusion reaction workup was initiated. Clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Lab tests showed haptoglobin to be less than 8mg/dl, ((B)(4)) and total bilirubin at 2.3 mg/dl, up from 0.6 mg/dl on pre-transfusion testing. Ldh was at 338 units/l. Initial urinalysis was positive for blood (2+) with 0-3 red blood cells seen on microscopic exam. There was an appropriate increase in the hemoglobin/hematocrit. The patient's symptoms resolved without further complication. Packed rbc infusion". Upon further query to the following information was provided that indicated, the patient experienced hemolysis following a transfusion of packed red blood cells. The customer contact reported the delivery was started at 0830. It was reported cpda (citrate, phosphate, dextrose-adenine) had been added to the prbc (packed red blood cells). Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.